Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001825034 - 2018 - 01404, 0001825034 - 2018 - 01405, 0001825034 - 2018 - 01406, 0001825034 - 2018 - 01407. Concomitant medical products: 113631 comp primary stem 11mm mini lot 958170, 115340 comp rvs hmrl ti tray 44mm lot 266170, xl-115363 arcom xl 44-36 std hmrl brng lot 118220, 115310 comp rvrs shldr glnsp std 36mm lot 183450, 115381 comp rvs cntrl scr 6.5x25mm st lot 424370, 180503 comp locking screw 4.75x30mm lot 801940, 180504 comp locking screw 4.75x35mm lot 460530, 180513 comp non-lckng screw 4.75x45mm lot 402380. Report source: foreign. The event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Device remains implanted.

Event description:
It was reported in clinical study 482 the patient had pain 3 years post total shoulder arthroplasty. The pain was reported at a level of 7 on a scale of 10 and the patient took non-narcotic pain medication for this. The patient was unable to sleep on the affected side, unable to wash their back, unable to lift 10 pounds above their shoulder, unable to throw a ball and unable to do sports. Attempts have been made and no further information has been made available at this time.